Manufacturer narrative:
(B)(4).

Event description:
Consumer reports malfunction. Rechargeable base burnt; no injury associated.

Manufacturer narrative:
(B)(6). The head was made at the following location. Contract manufacturer: (B)(4). The handle and charger were made at the following location. Contract manufacturer: (B)(4).